Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material# 309653. Batch# 4233023. It was reported by customer that the graduations on the syringe are slanted and not straight. There is no way to determine if the volume is accurate. There was nonpatient harm as the compounding technician noted the issue with the syringe and did not use it. The syringe was quarantined and brought to my attention. If the syringe would have been used, then whatever volume that was drawn up would be inaccurate which could have led to over or under dosing.

Manufacturer narrative:
(B)(4). Follow up for device evaluation. It was reported the graduations on the syringe are slanted and not straight. To aid in the investigation, one sample in an opened packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed, and the syringe barrel has a skewed scale graduation. The photo provided shows the sample received. No other defects or imperfections were observed. This defect could occur if there was a jam at the syringe barrel scale printing process. A device history record review was completed for provided material number 309653, lot 4233023. The review revealed a detected quality issue during the production of this lot. There was one related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received.